Manufacturer narrative:
An inspiratory flow module (ifm) printed circuit assembly (pca) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An exhalation valve module (evm) assembly was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer verified the customer's complaint and replaced both the exhalation valve assembly and the inspiratory flow module printed circuit board (pcb). All performed tests, calibrations, and performance verification tests were then passed and the ventilator was returned ready for use.

Event description:
It was reported that during patient use, the ventilator had a "low measured oxygen" alert. The patient was transferred to another ventilator without any reported patient harm.